Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl. Customer also reported that the insulin pump had blank display. Customer stated that the contacts on the battery cap was not missing or damaged. Customer stated that battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Customer stated that the display did not returned. Troubleshooting was performed for high blood glucose level and blank display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to battery connector not plugged in properly to interface board.